Event description:
It was reported during during a therapeutic PICC saline flushing, a partial fracture was noticed below the suture wing, inside of the pt. This device has not been received for evaluation. Therefore, a failure analysis is not available and the co is unable to determine if the device met its specifications. The co is unable to determine the relationship between the device and the cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.